Manufacturer narrative:
The investigation for the reported issue has been completed. Console logs from the reported day of event are consistent with complaint and show that after 2 days of support, placement signal became unreliable for about 4 hours, only to come back after mump was stopped (p-level deliberately set to 0). The support was continued using same pump (391908) and second console, without any placement signal issues. The console was returned and evaluated. The cause of the issue was a defective lamp assembly component.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support as a bridge to transplant. It was reported while on impella cp support, there was a placement signal issue that presented as a placement signal not reliable alarm. To resolve the issue, the automated impella controller (aic) was replaced. There was no patient harm reported.